Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information, d9 device returned to MFR - additional information, d9 date device returned - additional information. G3 date received by mfg - additional information, g6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation, h3 device evaluated by mfg - additional information, h6 codes: type of investigation - additional information, h6 codes: investigation findings - additional information.